Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no further actions were taken regarding the clinical observations. The patient was referred to a different clinic for follow-up. No adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected a low out of range right atrial (ra) pacing impedance of less than 200 ohms. The ra impedances started to have a downward trend a few months ago. There was ra undersensing seen on the stored electrograms (egm). It was also reported the patient received a shock. Upon review of the device data, it was confirmed the patient had an episode with anti-tachycardia pacing (atp) and a 41 joule shock. The patient had several anti-tachycardia pacing (atp) and non-sustained ventricular tachycardia episodes stored. Technical services discussed therapy may have been inappropriate as the rhythm appears to be atrial driven. Technical services also discussed troubleshooting options and recommended further review. At this time, this crt-d remains in service and there were no adverse patient effects reported.